Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the patient had to return to the facility to replace their chait catheter. Due to leaking at the tube and trap door connection. Approximately 2-3 weeks later, the replacement catheter also began leaking at the tube and trap door connection, so the patient received another replacement. There were no further issues reported, and no injuries aside from the additional procedures.